Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array. Open circuits were noted on all electrodes and subsequently explant is planned but has not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on april 19, 2024.

Manufacturer narrative:
Correction: there was no migration of electrode array as previously reported. Per the clinic, the patient experienced an electrode extrusion and infection at implant site and subsequently was treated with antibiotics and steroids (specific type, date and duration not reported). This report is submitted on april 23, 2024.